Event description:
Pt was initiated on dialysis without any complaints. Six mins into treatment, dialysis machine alarmed and approx 500cc of blood was found on machine and floor. Pt was unresponsive, diaphoretic bp 34/24. Immediate fluid resuscitation initiated and 911 called. Pt condition upon discharge, pt not responding to verbal commands but moaning. The source of the blood leak was identified as the venous line of the medisystems blood tubing with a clot formation noted around hole.